Event description:
New braun IV catheters: unable to obtain IV access on patient in a resuscitation event quickly enough. Caused delay in treatment due to ineffectiveness of IV catheters. Multiple attempts had been made by experienced staff and still had to wait on the provider to obtain ultrasound guided IV access.